Manufacturer narrative:
Correction to d8, d8 was inadvertently left blank in the initial report. This report is being supplemented to provide additional information based on results of third-party testing (please see b6), and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
During routine microbiological surveillance, while reprocessing, the evis exera iii gastrointestinal videoscope failed disinfection multiple times. The user later reported they did not detect any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user's reported issue did not indicate the need for any repair. There were a few optional items completed in order to increase the chance of passing microbiological test such as the distal end replacement, suction and air/water cylinder replacement and scope connecter case unit replacement. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.